Event description:
It was reported by service report that the fowler siderail is bent and that the fowler litter assy was replaced. Bed caught under sink. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail, fowler litter assy.